Event description:
It was reported by service report that on the pt left side the lift tube weldment broke at the head end where the tube is supported by the cross support. The cot could not be raised or lowered and it was leaning 5 inches lower on the pt left side. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Lift tube.